Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-06604, related manufacturer reference number: 2017865-2022-06607. It was reported that the patient experienced an infection on the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead which was caused by the patient placing foam padding in their pocket. The physician explanted the ICD, rv lead, and ra lead. The patient condition was stable.